Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID#2134265-2016-05110 and 2134265-2016-05230. It was reported that vessel dissection occurred. The target lesion was located in the left anterior descending (lad) artery. After a 2.25x20mm synergy drug-eluting stent (des) was deployed in the mid lad, a 2.25x32mm synergy des was deployed in the distal side of the newly implanted stent. However, a dissection was noted in the distal side of the 2.25x20mm synergy des. Another 2.25x20mm synergy des was attempted to deliver to cover dissection, but the stent was unavailable in the hospital. Therefore a 2.50x20mm synergy des was advanced but the device became stuck with the proximal edge of the 2.25x20mm synergy des and it failed to cross the lesion. The 2.50x20mm synergy des was removed from the patient; however, the stent was dislodged on the stent delivery system. A 1.5mm non-bsc balloon catheter was advanced through the dislodged stent and dilated the stent. The stent was successfully deployed in the mid lad and the procedure was completed using a 2.25x22 non-bsc stent. No further patient complications were reported and the patient's status was good.